Event description:
Customer reported no reactivity was observed with a sample with a known anti-jkb and vs338 cell I. No erroneous results were reported.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed.(B)(4).